Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3057, lot#: unknown, product type: screening device. Product ID: 3057, lot# unknown, product type: screening device. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown, product ID: 3057, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for urgency frequency and urge incontinence. It was reported that the patient's left lead came out after the procedure, so they had them switch to their right side, but there was no connection. The device was removed. Contributing factors were unknown. It was reported the issue was unresolved. No patient symptoms were reported. No further complications were reported or anticipated.